Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead was surgically abandoned due to a fracture. It was noted that there were several episodes of noise on the rv lead. No adverse patient effects were reported. Additional information indicated that a lead fracture was not confirmed; however, it was suspected to be a lead fracture.